Event description:
It was reported that the pt had a medical procedure and subsequently experienced a loss of therapeutic effect. The pt could not feel stimulation unless it was turned up past 7.0. Then she felt the stimulation in her cheek area and a pinching sensation in the vaginal area. Further info is being requested from the hcp.